Event description:
Blood was seen in the tubing at the end of weaning from iabp. The dr had some difficulty removing the iab from the pt. After the iab was removed, dried blood, "like dust" was noted within the membrane. Event complications: none from the event - rptd 5/14/97. Pt's current status: unk - rptd 5/14/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.